Manufacturer narrative:
Records indicate this lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in r-wave measurements from 12.4 millivolts (mv) at implant to 5.4 mv at the following day. Threshold measurements had also increased and were fluctuating. It was reported the lead had perforated and the patient required an extended stay in the hospital. No additional adverse patient effects were reported.